Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgery team reported a possible collision between the prograsp forceps and the optics. The prograsp forceps had 04/18 lives. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.